Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty sensor. The mother stated that the sensor read 50 mg/dl while his actual blood glucose was 130 mg/dl. The mother stated that the pump went into threshold suspend. The mother stated that they inserted a new sensor yesterday and the pump told them to change the sensor. The mother stated that that was the second sensor that did not work properly. The mother stated that they have not been trained on how to use the sensors properly. The customer stated that they had 3 sensors malfunction. The customer will be sent replacement sensors.